Event description:
Port surgically placed in patient for chemotherapy treatments. Catheter was removed by surgeon due to non-functioning. Upon removal physician noted a tear in the catheter about 4cm from the port.